Manufacturer narrative:
A2: age at time of event: patient is over 18 years of age. Device evaluated by MFR: returned product consisted of a 2.1mm jetstream xc atherectomy catheter with a non-compatible 0.014 emboshield filter guidewire stuck in the device. The catheter shaft showed no damage. The tip of the guidewire was exiting the distal tip of the jetstream approximately 13.5cm and exiting the proximal end of the device 145cm. It was noticed that the jetstream tip was run over the coils on the tip of the guidewire. The device was connected to the jetstream console and was functionally tested for rotation. The device did rotate as designed. The guidewire was removed from the jetstream with resistance. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the popliteal artery. During the second pass, the catheter became stuck on the non-bsc guidewire. The jetstream catheter and the guidewire were removed from the patient together. The procedure was completed with percutaneous transluminal balloon angioplasty (pta) and there was no further action taken. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: patient is over 18 years of age.

Event description:
It was reported that the catheter became stuck on the guidewire. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the popliteal artery. During the second pass, the catheter became stuck on the non-bsc guidewire. The jetstream catheter and the guidewire were removed from the patient together. The procedure was completed with percutaneous transluminal balloon angioplasty (pta) and there was no further action taken. There were no patient complications reported.